Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not provide ventilation in bipap mode, and that the device either did not trigger an alarm or did so with a delay. According to the user, the audible alarm was delayed by 15 to 20 seconds compared to the visual alarm. No patient injury was reported.